Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states he is getting a controller fault code. He states sometimes the chair surges, and he noticed burnt/arcing at the connectors on the controller.